Event description:
It was reported that the right ventricular lead exhibited noise. The clinician stated the noise led to oversensing, the electrical parameters were normal. The clinician increased the number of intervals for detection and turned secure sense on, the patient will continue to be monitored. No additional information was available.